Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead did not convert the patient's arrhythmia. The lead also exhibited low shock impedance measurements less than 20 ohms. The field representative believed the low shock impedance measurement was caused by the subcutaneous lead array (sq array). A technical services (ts) consultant was contacted regarding this issue and indicated that a sq array may have caused the low shock impedance measurement. A revision procedure was performed and the rv lead was successfully repositioned which resolved the issues. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.